Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7071174.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a lead revision procedure due to lead migration. Lead migration was confirmed by x-ray. The leads were repositioned and the patient was doing well post-operatively.